Manufacturer narrative:
UDI: (B)(4). The valve was returned for evaluation: DHR: lot chndf6 conformed to the specifications when released to stock. Failure analysis: the valve was visually inspected; the stator was dislodged, needle holes were also noted over the needle guard. The valve could not be tested for programming, reflux and pressure due to the dislodged stator. The valve passed the test for occlusion. The valve was leak tested, leaked from the needle holes over the needle guard. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a bump mark were noted in the valve casing, corrosion was noted on the stator and the x ray dot. The cam magnets were controlled per process, the magnets failed. The root cause for the programing issue reported by the customer is due to the dislodged stator. The root cause for the dislodged stator is due to the valve receiving a hard knock. The root cause for the crack and bump mark in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. The root causes for the programing issue reported by the customer was due to abnormal polarization of the cam magnets and the dislodged stator. The potential cause of the occlusion issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, but during the investigation no occlusion was noted.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that on (B)(6) 2020, the codman hakim programmable valve was place in a (B)(6) year-old female patient for congenital hydrocephalus via a v-p shunt with an unknown setting. The setting was not able to be changed and an occlusion was suspected. On (B)(6) 2020, the valve was replaced with a new one. The patient is now in follow-up. No further information was provided.